Event description:
During the t2 scn surgery, the surgeon tried to drill the distal screw hole (position 4) of the nail with a 5.0mm drill bit. However, the drill did not pass the screw hole of the nail. When the nurse checked, the drill was contacting the tip of the nail holding screw inside the nail. Therefore the surgeon loosened the nail holding screw, and drilled screw hole of nail (position 4). The screw hole of the position 1 and 2 were able to be drilled normally.

Manufacturer narrative:
It is not known at this time if the device will be returned for investigation. If add'l info is rec'd it will be reported on a supplemental report. Associated devices: 1806-332 target adapter t2 scn, lot# kp215483, (B)(4) nail adapter t2 scn, lot# kp280021, (B)(4) supracondylar nail t2 scn 10x300mm lot#284017.